Event description:
Per the clinic, the patient a performance decrement and subsequently the device was explanted on (B)(6) 2022, due to an extrusion of the receiver/stimulator and migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.